Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, underweight and crease flat. A microscopic analysis was performed which identified: broken sharp on radius and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on radius assessed as unidentified (tear) opening.

Event description:
Patient reported left side device is "shifting laterally and is more under the armpit". Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 10/19/2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture, device migration. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. There are known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side device is "shifting laterally and is more under the armpit". Healthcare professional reported a left side rupture. Device has been explanted.